Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were scheduled to see their healthcare provider on (B)(6). It was unclear the specific date the patient was referencing. They mentioned that the shocking had happened several times "down below by their female parts." They did not know what led to the shocking, lack of stimulation, retention, pain, and lack of therapy. It was indicated that they called patient services as a step to resolve the issues. The issues were not resolved. There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that therapy was not working and that the patient was in a lot of pain. The patient reported that they think their bladder is going to explode and that the device was shocking her in her female area. The patient mentioned having bladder and kidney problems, but these were pre-existing conditions. The patient did not feel stimulation at the time of the call and troubleshooting determined that stimulation was turned off. After stimulation was turned on the patient still did not feel stimulation. When asked about any trauma that could have contributed to this issue the patient reported a fall, but stated that "a fall did not cause this." The patient was advised that after a fall, especially with a loss of therapy, the ins should be checked by a healthcare provider (hcp). The patient stated that she could not see her hcp until (B)(6). The patient was then assisted with increasing stimulation from 3.1 to 3.3, but there was no change. The patient was advised to follow-up with her hcp to help resolve the patient's symptoms. Patient status is unknown at the time of this report.